Event description:
It was reported that the left ventricular (lv) lead was to be replaced due to an unknown performance issue. Follow up was unsuccessful in determining the nature of the performance issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted: there is an out of tolerance subthreshold lead impedance recorded on 22 october 2013, but this appears to be the explant date.

Event description:
It was later reported that the lead had high threshold.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: d354trm implantable cardioverter defibrillator (ICD) 2011 (B)(6); 6947 implantable tachy lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.